Event description:
Meter name: ot basic, symptoms: none. A pt reported they were unable to test. Their meter allegedly powered off during use. There was no result on their meter. No other tests or comparisons done. No treatment. No further info has been reported.